Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following a series of emergency surgeries, patient's ipg was unable to communicate with external devices. He ipg was not placed in surgery mode during the surgeries. Troubleshooting was attempted by company representative and the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.